Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 143 mg/dl, and the meter bg reading was 94 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the increased basal, the customer's blood glucose (bg) level lowered to 53 mg/dl. Bg was addressed via consumption of orange juice. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available